Event description:
Pt states that half of the time - the pen needles do not let the insulin come through, cannot inject the insulin. He has to use another needle to get it to work. Therapy dates: (B)(6) 2018-(B)(6) 2018.